Event description:
It was reported that the system displayed a ma on in error, which caused the system to lock up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and performed a filament calibration. The system operates as intended.